Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The contact could not recall if the blood glucose level was impacted. As the customer and pump were not with the contact, troubleshooting to determine a possible cause of the occlusion could not be performed.